Event description:
While undergoing a right common femoral atherectomy with sfa atherectomy, angioplastying and stenting with drug coated balloon the bard ultraverse 035, otw 5.0mm x 200mm 130 cm shaft balloon ruptured at 10 atm of pressure, it rated for 16 atm.